Event description:
Medtronic received information that this bioprosthetic valve was explanted after almost six months, due to regurgitation. No adverse patient effects have been reported.

Manufacturer narrative:
(B)(4): eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.